Event description:
It was reported that the patient with this inflatable penile prosthesis experienced pain during pumping. The device was removed and replaced with a tactra. No further patient complications were reported.